Event description:
Patient was revised to address dislocation. **update** (B)(4) 2012 - litigation papers were received. There is no new information that would change the outcome of the investigation. *update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of dislocation with malpositioned cup. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The shell associated with this report was not returned. A complaint database search finds no other reported incidents against this provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges elevated metal ions.